Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-06449. It was reported that the noise was observed on the patient's right ventricular lead. The noise was able to be reproduced in clinic and programming changes were made. The right ventricular lead was explanted and replaced on (B)(6) 2019. During the procedure, the right atrial lead was also explanted and replaced due to a possible lead to lead abrasion. No electrical anomalies were noted with the right atrial lead. The patient was stable throughout.